Manufacturer narrative:
The reported events of unspecified capture issue and impedance anomaly were not confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had unsatisfactory threshold and impedance measurements despite having been repositioned. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.